Event description:
A pt experienced medically significant severe pain while enrolled in protocol for the use of fibrin sealant produced by the cryoseal fs system versus a collagen absorbable hemostat. In 2004, the pt underwent liver resection surgery. In 2004, the patient was admitted for a scheduled liver resection surgery. About 2 weeks later, the pt presented to the emergency room (ER) with complaints of left flank pain that radiated to the left hip that was not relieved with the use of percocet. Once in the ER, the pt's vital signs were stable. Pt was treated with an intravenous (IV) normal saline bolus, reglan, dilaudid, and IV ativan. On that date, a computed tomogram of the abdomen and pelvis without contrast showed no calculi. A routine urinalysis was obtained, which was negative. The pt further complained of left hip tenderness, and the pt was advised to see their primary care physician (pcp). On same day, the pt was released from the ER. When the pt was examined by their pcp, the pt was diagnosed with left hip arthritis pain. About 2 weeks later, the pt was contacted. At that time, the pt reported improvement with their pain level that was relieved with percocet. On that date, the event was considered resolved with sequelae. The pt's medical history included atrial fibrillation (1989), hypercholesterolemia (1989), colon cancer (2003), and benign prostatic hypertrophy. The pt's concomitant medications included fentanyl, glycopyrrolate, labetalol, lidocaine, neostigmine, colace, maalox, cisatracurium, dexamethasone, ephedrine, ancef, terazosin, pantoprazole, digoxin, and percocet. The investigator reported that this sae is not related to the pt's liver surgery.